Event description:
The user reported that while attempting to remove the proximal stent the anti-migration struts became hooked together with those of the distal stent. The distal stent had been placed inside the proximal stent in order to cover a leak. The physician applied a significant force to the proximal stent. This eventually caused the distal stent to break in half. The physician experienced some difficulty removing the fractured distal stent from the patient, but it was removed with the use of an overtube. No harm or injury was reported. There was no issue reported with the proximal stent. The user was unsure of the catalog number and implantation date for both the proximal and distal stents. The catalog number and implantation date provided in this report are estimates. The user also did not provide a lot number.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. Merit is unable to determine the root cause of the reported event without the suspect device.